Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
During a procedure, the tip broke off of a standard insertion handle (p/n 03.010.045). The surgeon used a different insertion handle to complete the procedure. This did not add any time to the procedure.